Event description:
Customer states she has a blank screen even after inserting new batteries. Customer's blood glucose was 143 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.